Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -6.0 diopter was implanted into the patient's right eye (od) on 27-dec-2023. An unreactive (fixed) pupil is observed. Cause of the event is unknown.